Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. Investigation summary - bd received one photo for investigation. The analysis of the customer photo showed no gel at the bottom of the tube. Additionally, 30 retained samples were visually inspected for missing gel, and none of these samples showed any additive defects or missing gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tube, the customer found multiple specimens without separating gel. No patient or user impact reported.